Event description:
It was reported that the alert sounded for high impedance on the right ventricular lead. The patient also reported feeling "electrical shocks" going down their arm. At a follow up appointment a few days later, the lead impedance was fluctuating. The patient was taken back into surgery and it was found to be a setscrew issue. The physician found that the lead was not secure. When the lead was reconnected, all measurements were stable and there were no problems with the lead. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.